Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information indicated the system was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-09914. It was reported the patient experienced ineffective stimulation due to high impedances. X-rays indicated the wires were twisted. Surgical intervention may be pending.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer narrative - correction: manufacturing reference number 3006705815-2019-03345, should not have been reported as there is no alleged stated deficiency or malfunction of the device.

Event description:
Based on information obtained, there is no alleged stated deficiency or malfunction of the ipg. Device was electively replaced to take advantage of new technology.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.